Event description:
It was reported that the patient experienced ¿withdrawal-like symptoms for which he went to his local ER twice on (B)(6) 2012¿. It was reported that the patient had ¿sedation/fatigue which was attributed to the baclofen¿.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter revision was performed due to a granuloma. The reporter stated that according to the physician the patient's catheter was occluded ''over two months ago'' and was not sure why it wasn't already revised. The patient had saline in the pump ''for over a month'' prior to the event. The patient was diagnosed with the inflammatory mass within a week prior to the report. At the revision the distal piece of the catheter was replaced and the patient was reported to be ''fine.'' No patient symptoms were reported. The medication that was used in the pump was unclear however the reporter stated that ''normally this patient had morphine.'' Additional information has been requested but was not available at the time of this report.